Manufacturer narrative:
(B) (4). The actual sample was not available for evaluation as the patient discarded the sample. However, baxter's servipak department was contacted to attempt to obtain possible lot numbers for the homechoice cassette that may have been involved in this incident. The home patient service representative (hpsr) indicated that the patient received a shipment of homechoice cassettes on 01/21/2010 (lot # h09k10024) and one on 02/18/2010 (lot # h09l15047). Therefore, a manufacturing batch record review was performed on both lots, finding that the review was acceptable, including all inspections and testing. No product nonconformances were identified for the lots.

Event description:
A customer contacted baxter's technical service center regarding system error 2240/2367 (air in line) alarms that appeared on the homechoice (hc) unit during dwell 2 of 5. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power two times to clear them. The hp stated that she noticed that one of the bags fell off the table and became unspiked. The tsr explained that the hp would need to start over with new supplies. The hp stated that she wants to just end therapy for the night. The tsr advised the hp to call the nurse within 24 hours and report what happened and any missed therapy. The hc unit was operational. Product surveillance obtained the following additional information from the home patient's (hp) peritoneal dialysis (pd) nurse on (B) (6) 2010: the hp has a past medical history of end stage renal disease, and hypertension. The nurse stated the hp had peritonitis. The nurse was not aware of the system error 2240 report. The nurse stated that the hp told her that she had some cloudy effluent on (B) (6) 2010 but the effluent cleared up and the hp thought nothing was wrong. Then on monday the effluent turned cloudy again so the hp contacted the nurse. The pd effluent was analyzed on (B) (6) 2010 and the hp had a mild case of peritonitis but was not hospitalized. The leucocyte count was 1159, neutrophil count was 74%, and monocyte count was 26%. The gram stain results showed gram positive cocci and clusters and the pd effluent culture showed coagulase negative staphylococcus. There was no exit site infection. The nurse indicated that the peritonitis was not caused by any of the hp's pd solutions or pd products. The hp received her last dose of antibiotic on (B) (6) 2010 and is considered to be recovered.

Event description:
Procedure: lobectomy. According to the reporter: three staples were stuck on the stapler pusher and it was difficult to release from the tissue. The tissue was damaged when it was removed from the instrument. No pt info available.

Manufacturer narrative:
(B)(4)there is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.